Event description:
In 1999, this patient underwent a lumbar discectomy with application of adcon-l. Subsequent to surgery, the pt presented with post-operative headaches (in 4/99). An epidural blood patch was applied at that time resulting in transient improvement of the patient's headaches. However, the headaches persisted over the next 5 months. In 1999, the pt presented with a palpable mass at the operative site. MRI revealed a pseudomeningocele. In 1999, the pt underwent a re-operation to remove the pseudomeningocele. Subsequent to this surgery, the pt has undergone extensive medical treatment, debilitating injury and extreme pain.